Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of the patient¿s forced movement while trying to remove a wetsuit, which led to pain, and likely caused the reported prosthesis fracture. However, this cannot be confirmed because the revised components were not returned to exactech for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): a10012 - gps implant kit v2 (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha) (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6). 300-10-15 - equinoxe replicator plate 1.5mm o/s (B)(6). 300-30-06 - equinoxe preserve stem 6mm (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6).

Event description:
It was reported that this 65 y/o female patient's left shoulder was revised approximately 8 months post op. Patient was trying to remove a wetsuit that was difficult to get off. She felt something give way and then had pain from this event onwards. Patient had a preserve stem tsr with a standard caged glenoid. During the revision, the metal pegs have broken off from the poly /peg interface. Everything was removed and replaced into a rtsr. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: disposed at hospital

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. The investigation results concluded that the reported event occurred due to the result of the patient¿s forced movement while trying to remove a wetsuit, which led to pain, and likely caused the reported prosthesis fracture. However, this cannot be confirmed because the revised components were not returned to exactech for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.